Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system would not start up intermittently during the first start-up of the system, after the repair of the host pc replacement earlier (case: (B)(4)/pr# (B)(4)). The philips field service engineer (fse) went onsite and confirmed the reported problem. Troubleshooting found an issue with the power control board, which was replaced and returned to philips for further analysis. The analysis did not confirm the malfunction of the main power distribution (mpd) control unit and the cause of the failure could not be conclusively determined by the supplier's part analysis. However, the failure mode could be an electronic defect. To resolve the issue, the fse replaced the main power distribution (mpd) control unit. The same issue occurred on (B)(6) 2024, and the fse repaired the system by replacing the hard disk of the host pc and reloaded the software. After these repairs, the system was returned to use in good working order. To date, no similar issue has been reported to philips. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a start-up issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the start-up issue may resolve, allowing for continuation and completion of the procedure. A start-up issue that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not start up. The device was not in clinical use at the time of the event. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the main power distribution unit (mpd). The fse replaced the mpd and returned the system to use in good working order.